Event description:
The pt reported elevated blood glucose readings "close to 400" mg/dl for the past 4-5 days with his doctor recommended range being below 150 mg/dl. He said he has noticed insulin pooling and flowing out of his site and his insulin infusion headset adhesive is wet with insulin. He stated, he has tried infusion sets with longer needles but they have not worked well for him. He has treated his elevated readings by changing his site and giving himself an injection of insulin. He said he rotates between his thighs, his abdomen, sides and upper buttocks area. He stated, he doesn't think he has scar tissue but it is a possibility. The pt was sent complimentary infusion sets to try and a guide to infusion site mgmt. He did not have any infusion sets to return. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.